Event description:
It was reported, the patient¿s implantable neurostimulator (ins) battery was draining very quickly. It was stated that three weeks after their device was implanted, a device interrogation during a follow-up indicated the patient only had a two month life left on the ins. Reportedly, an impedance check was fine and the device was on cycling. It was noted, the patient¿s last ins lasted eight months so they were surprised the current ins depleted so quickly. It was unknown which of the patient's 2 implanted devices they were refering to so reference manufacturer report #3004209178-2013-15936.

Manufacturer narrative:
Product ID 3023, serial# (B)(4), implanted: 2013 (B)(6); product type implantable neurostimulator product ID 3093-33, lot# v600262, implanted: 2010 (B)(6); product type lead product ID 3095-10, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3037, serial# (B)(4); product type programmer, patient product ID 3093-33, lot# v600262, implanted: 2010 (B)(6); product type lead product ID 3095-10, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).